Event description:
Customer reported upon starting an infusion, the set leaked from a small hole in the pvc tubing proximal to the last injection port. There was no report of pt harm or medical intervention. Although requested, no add'l event or pt info provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.